Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior mitral leaflet (pml) on a patient that had a previous ring repair surgery. A mitraclip xt (50206r1004) was inserted without issues. However, while in the valve, one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A second clip, a mitraclip xt (50206r1006) was inserted, and grasping was performed. However, the clip became caught in chordae. Troubleshooting was performed and the clip was removed from chordae. However, a chordal rupture from the posterior mitral leaflet (pml) was observed. Therefore, the clip was removed from the patient and the procedure was discontinued. The patient was transferred to surgery to undergo mitral valve replacement surgery due to the chordal rupture. The patient was reported to be in stable condition.

Manufacturer narrative:
All available information was investigated, and the reported difficult to remove (clip caught in chordae) could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove (clip caught in chordae). The reported patient effect of tissue injury appears to be related to the clip caught on chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient was transferred to surgery and underwent valve replacement surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a